Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report:24jul2019. The customer's sales personnel confirmed the reported event. The ventilator was return for investigation (fi), a visual inspection of the exterior of this customer returned v60 ventilator did not reveal any signs of damage or contamination. The customer returned ventilator was booted into normal ventilation mode and deliver breaths. The v60 ventilator was allowed to run approximately one (1) hour and no errors were generated. Root cause: this customer complaint was caused by cold solder at fb5 pins 1 and 5. Re-soldering fb5 corrected the failure with this customer returned v60 ventilator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the on / off button of the ventilator did not work. The customer reported there was no patient involvement.